Manufacturer narrative:
Updated data: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the patient died 7 days later under home hospice following chronic heart failure, chronic atrial fibrillation, and the severe aortic stenosis not amenable to treatment. The death type was reported as cardiac. The physician indicated it was unknown if the death was related to the transcatheter valve.

Manufacturer narrative:
Medtronic has identified this duplicate event with associated reports #2025587-2024-03453. Going forward, any new reportable information will now be captured in regulatory report #2025587-2024-03983. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 years and 2 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure (chf). The chf was noted to be a pre-existing patient condition prior to this instance. An echocardiogram was performed for the heart failure exacerbation. The imaging of the aortic valve was not well visualized but did identify severe stenosis by the significantly elevated gradients. The peak systolic velocity read as 435 centimeters per second (cm/sec), with a mean systolic gradient of 52 millimeters of mercury (mmhg) and mild regurgitation. Other findings included a left ventricle ejection fraction (lvef) of 50¿55%, a right ventricular systolic function that was reduced, and a systolic pressure within the normal range. No reintervention was provided due to the patient not being amenable to procedures. The stenosis was ongoing. Per the physician, the stenosis was related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 years and 2 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure (chf). The chf was noted to be a pre-existing patient condition prior to this instance. An echocardiogram was performed for the heart failure exacerbation. The imaging of the aortic valve was not well visualized but did identify severe stenosis by the significantly elevated gradients. The peak systolic velocity read as 435 centimeters per second (cm/sec), with a mean systolic gradient of 52 millimeters of mercury and mild regurgitation. Other findings included a left ventricle ejection fraction of 50¿55%, a right ventricular systolic function that was reduced, and a systolic pressure within the normal range. No reintervention was provided due to the patient not being amenable to procedures. The stenosis was ongoing. Perthe physician, the stenosis was related to the valve. No additional adverse patient effects were reported. Additional information received indicated this patient had encountered previous heart failure events. Approximately 3 years and 8 months following the valve implant chf had occurred. Approximately 6 years and 8 months acute on chronic diastolic chf occurred. An exacerbation of acute on chronic chf episode occurred again 2 months later and again twice in the following 2 consecutive monthsthereafter. The physician indicated that these previous heart failure episodes were not related to the transcatheter valve itself. However, the specific causes and treatments of these chf episodes were not provided. The 7-year transthoracic echocardiogram noted both mild transvalvular regurgitation and mild paravalvular leak which led to mild total aortic prosthetic regurgitation. This presented along with the chf hospitalization the patient was discharged 5 days following this recent previous admission. Approximately 9 days following the hospital discharge, the patient presented to the emergency room due to shortness of breath. Chronic hf with a preserved ejection fraction was reported. There was no increase in feet swelling and the patient¿s weight was going down. The chest x-ray was the same as the last recent hospital discharge 5 days earlier. The creatinine measured in normal range but the b-type natriuretic pep tide measurement increased and measured 10,002 picograms per milliliter. One dose of an intravenous diuretic administered. The emergency physician consulted with cardiology who indicated the patient was preload dependent. Therefore, as reported, it was difficult to increase the diuretics and noted ¿significant¿ stenosis of the aortic valve. The patient continued with do not resuscitate code status. Palliative care and/or hospice was recommended. Supportive care consulted with the patientand family and referral to hospice was made. The patient was discharged home with no hospital admission from the emergency room visit. The patient was to follow-up with cardiology and was under hospice care. This chf episode was reported to have resolved on the same day as presentation with permanent sequelae. Additional information was received to report medications administered during the patient's hospitalizations which included a diruetic (intravenous and oral), a mineralocorticoid receptor antagonist, a salicylate, an antibiotic, a beta blocker, a cardiac glycoside, and a calcium-channel blocker via intravenous drip.

Manufacturer narrative:
Updated data: a2, b1, b3, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated this patient had encountered previous heart failure events. Approximately 3 years and 8 months following the valve implant congestive heart failure (chf) had occurred. Approximately 6 years and 8 months acute on chronic diastolic chf occurred. An exacerbation of acute on chronic chf episode occurred again 2 months later and again twice in the following 2 consecutive months thereafter. The physician indicated that these previous heart failure episodes were not related to the transcatheter valve itself. However, the specific causes and treatments of these chf episodes were not provided. The 7-year transthoracic echocardiogram (tte) noted both mild transvalvular regurgitation and mild paravalvular leak (pvl) which led to mild total aortic prosthetic regurgitation. This presented along with the chf hospitalization the patient was discharged 5 days following this recent previous admission. Approximately 9 days following the hospital discharge, the patient presented to the emergency room due to shortness of breath. Chronic hf with a preserved ejection fraction was reported. There was no increase in feet swelling and the patient¿s weight was going down. The chest x-ray was the same as the last recent hospital discharge 5 days earlier. The creatinine measured in normal range but the b-type natriuretic peptide measurement increased and measured 10,002 picograms per milliliter (pg/ml). One dose of an intravenous diuretic administered. The emergency physician consulted with cardiology who indicated the patient was preload dependent. Therefore, as reported, it was difficult to increase the diuretics and noted ¿significant¿ stenosis of the aortic valve. The patient continued with dnr (do not resuscitate) no code status. Palliative care and/or hospice was recommended. Supportive care consulted with the patient and family and referral to hospice was made. The patient was discharged home with no hospital admission from the emergency room visit. The patient was to follow-up with cardiology and was under hospice care. This chf episode was reported to have resolved on the same day as presentation with permanent sequelae.